Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer was notified by the pharmacy that the issue had been resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawer failed, preventing the assignment of medication. The customer stated that the user was prevented from removing medication for the patient during the malfunction. The customer stated that the empty drawer showed on the screen and tried assigning medication but did not have that option. There were no adverse events or injuries reported based on this incident.